Manufacturer narrative:
A medtronic representative went to the site to test the imaging system. The reported issue was resolved and the footswitch was replaced. (B)(4). No parts have been received by the manufacturer for evaluation because the footswitch was discarded at the site and will not be returning for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000193, serial/lot #: none. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the health care professional (hcp) took the 2d images and then started to take a spin, but needed to stop for anesthesia. When they attempted to take the 3d image again the system would not take the image. The hcp decided to abort use of navigation and the imaging system and move to fluoro. The system was brought into another room and was having the same issue. The foot pedal was brought out and the system was working and then the hand piece from the other imaging system was brought over and the system worked with that handswitch. There was less than an hour delay in the procedure. No impact on patient outcome.